Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another peripheral cutting balloon. There were no patient complications reported post procedure. It was further reported that the 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. The balloon burst upon 8th inflation. The device was removed from the body using the sheath.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another peripheral cutting balloon. There were no patient complications reported post procedure. It was further reported that the 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. The balloon burst upon 8th inflation. The device was removed from the body using the sheath.

Manufacturer narrative:
E1. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination was performed on the returned device. It was noted that one of the blades was complete separated from its pad. The entire blade pad remained fully bonded to the balloon material. The detached blade was not returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to ne kinked at approximately 315mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst. The procedure was completed with another peripheral cutting balloon. There were no patient complications reported post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).